Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. Additional information was received that patient was doing well post operatively. The explanted device will not be return as it was not released by the facility.

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately six months ago from the fax appointment date from the date manufacturer was made aware.